Manufacturer narrative:
H2) correction: d1, d10; additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Two images were received for evaluation. One image depicted a bipolar fenestrated grasper with a broken pulley. A piece of the pulley can be seen next to the instrument. The cable puck was dislocated and the blue bipolar energy cable had come out. One image depicted the adaptor end of a bipolar fenestrated grasper showing the reference identification and serial number that matched what was reported. Evaluation of the logs indicated that the bipolar fenestrated grasper was connected to arm cart assembly 3. An error code for 'motor position limits' was triggered as an after effect of a pulley break. The use life of the bipolar fenestrated grasper was three hundred and eighty-one minutes with a use count of three at the time of the error. It was confirmed that the recommended workflow for removing a disabled instrument was followed correctly. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was misalignment noted between the jaws. Microscopic inspection of the drive cables noted splaying on drive cable two and fraying on drive cable one. Part of the white plastic pulley was disengaged and not returned. The energy cable was disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated through their full range of motion in order to inspect the cables. The jaws were unable to achieve full articulation due to the observed damage. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the bladder neck dissection for a robotic laparoscopic radical prostatectomy procedure, a white part of the bipolar fenestrated grasper broke and fell into the patient¿s cavity. The bipolar fenestrated grasper was removed following the broken instrument protocol and the broken piece was retrieved from the patient's cavity using another instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy procedure, during the bladder neck dissection, the white p art of the bipolar fenestrated grasper broke and fell into the patient¿s cavity. The instrument was removed following the broken instrument protocol and the broken piece was retrieved with the maryland forceps from the patient¿s cavity. There was no patient injury.